Manufacturer narrative:
Investigation summary: two photos were provided. They show a syringe with the barrel flange damaged. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photos provided. This is the 1st complaint for lot # 9260238 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: syringe assembly process. It may have happened a jam at the plunger rod- stopper assembly process inducing the damage shown in the photo. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd posiflush¿ syringe barrel was found broken before use when removing it from the packaging. The following information was provided by the initial reporter, translated from chinese to english: "when she opened the package and found that the crimping of the coat was broken (the place where the index finger and middle finger were supported)."